Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The blood glucose was 700 mg/dl at the time of the event. The customer was treated with an insulin drip. The customer continued to have high blood glucose readings of 306 and 500 mg/dl. The nurse attempted to run a bolus into air and saw that nothing came out. The nurse reported that the drive support disk was normal and recessed. The customer declined further troubleshooting and was advised that the insulin pump would be replaced and agreed to return the product for analysis.